Event description:
The facility reported a pump with depleted batteries. This problem was identified during bio-med testing. There was no pt injury or medical intervention necessary according to the hosp rep. No add'l info is available.

Manufacturer narrative:
Evaluation summary: the reported condition of depleted batteries was confirmed during product evaluation. Inspection of the device found failure code 570:320:844:0000 in the pump's event history file. The main batteries were also twenty discharges below their alarm threshold. The main batteries were damaged and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.